Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2009 (type ii bone) site #22. Primary stability was achieved and osseointegration was partial. Inadequate bone quality/quantity and immediate extraction site were involved in the event. The clinician reports that the implant was placed adjacent to an extraction site and was in function as an overdenture. The clinician states that the implant had good retention at the distal aspect, but the mesial aspect failed. The implant became loose and eventually was removed by the pt. The pt's medical history reveals no significant findings.